Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the lining of the dividers in the bottom of the pan is worn and pulling away from the divider and breaking off leaving small pieces of plastic material in the bottom of the pan. There is the potential for a piece of the lining material to break off during sterilization and adhere to an instrument or fall to the bottom of the pan. The set, now containing foreign material, could not be used in the or. Product feedback # 12183.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: review of the provided photographs confirm the report of instrument delamination. The device associated with this report was not returned for evaluation. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.